Event description:
Baxter service center in italy reports leak in cassette of homechoice set used for automated peritoneal dialysis therapy. Leak was identified by service center when moisture was noted in pneumatic area of returned homechoice device. No pt injury or medical intervention was reported at time of device return.